Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 709sc, serial# (B)(4), implanted: (b)(6 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The pump indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. It was reported that the pump doesn't always give the medication it is supposed to. Compatibility guidelines were requested for magnetic resonance imaging (MRI). The healthcare professional was looking for a granuloma. The MRI results, symptoms, interventions, outcome, and cause of the event were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.